Event description:
It was reported that the procedure was cancelled. An angiojet ultra 5000a was selected for a thrombectomy procedure. However, it was noted that the console was not functioning properly and had system error relay. The procedure was cancelled. No patient complications were reported. It was further reported that the issue occurred during preparation and patient was already sedated. It was further reported that it was error 15 "relay test failed to complete" that occurred.

Manufacturer narrative:
Updated b5 - describe event or problem. Updated: e1 - initial reporter facility name. Updated: d4 - serial number. Device evaluated by MFR.: the ultra console was received in good condition with no physical damages or defects observed. The ultra console was plugged into the wall outlet source and failed a number of test steps. There was display error "relay test failed to complete", during the time of testing. The unit main power was reset at the lower back of the console, but the unit failed. This failure was due a defective power supply relay. The issue was confirmed.

Event description:
It was reported that the procedure was cancelled. An angiojet ultra 5000a was selected for a thrombectomy procedure. However, it was noted that the console was not functioning properly and had system error relay. The procedure was cancelled. No patient complications were reported. It was further reported that the issue occurred during preparation and patient was already sedated. It was further reported that it was error 15 "relay test failed to complete" that occurred.

Event description:
It was reported that the procedure was cancelled. An angiojet ultra 5000a was selected for a thrombectomy procedure. However, it was noted that the console was not functioning properly and had system error relay. The procedure was cancelled. No patient complications were reported. It was further reported that the issue occurred during preparation and patient was already sedated.

Event description:
It was reported that the procedure was cancelled. An angiojet ultra 5000a was selected for a thrombectomy procedure. However, it was noted that the console was not functioning properly and had system error relay. The procedure was cancelled. No patient complications were reported.